Event description:
It was reported that the colonovideoscope had a pixelated screen that then went blank. The issue occurred during colonoscopy procedure while the patient was under sedation. The intended procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation the most probable cause for the malfunction could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.